Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 307 mg/dl and 127 mg/dl. Customer stated he cut a piece of cake after the first test, set it to the side and then did the second test. Test strips have been discarded. No adverse event reported. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.